Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked fluid from the battery compartment and emitted a burnt smell during use. The subject product was returned for evaluation. Sample evaluation finds fluid leak into the battery compartment resulting in a thermal event. This resulted in the performance issue reported. Based on evaluation of the device it appears the cause of the short circuit was the irrigation fluid leaked into the pump housing and presented in the area the pc board which completed the circuit. Cracks and excessive rtv were identified on the motor mount and impeller allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on our evaluation and the condition of the device, the root cause is determined to be manufacturing related.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol hydrosurg irrigation device was leaking fluid from the bottom of the battery compartment and emitted a burnt smell during use. It was reported that when the battery compartment was opened at the end f the case there was fluid inside of the compartment and the batteries were noticeably wet. There was no reported patient injury.